Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the shell would not snap in over the liner. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6. Visual examination of the returned product identified shell with seated lock ring were returned. Liner was not returned. Lock ring was returned seated in the shell groove in the correct orientation of the chamfer. Lock ring was tight and would not move within the groove due to deformation damage. Shell outer spherical surface and wall below the lock ring groove are scratched. Lock ring was removed during evaluation and found the lock ring to be bent, deformed, and gouged on the underside. No other damage was noted. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.